Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator stopped cycling. The patient had a cardiorespiratory arrest. Final patient outcome is unknown. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(6). The ventilator was investigated by our field service engineer (fse). No fault was found and no parts were replaced. The device logs were downloaded. The event log contains a standby and a ventilation start 42 seconds later, which corresponds to the reported event and time. When the ventilator is in standby, no ventilation is ongoing and the ventilator has a text ¿standby¿ and a flashing message ¿patient not ventilated¿ displayed on the user interface. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the actual ventilation period. Our conclusion in the matter is that the ventilator did not set itself to standby mode and that this is attributed to a user error. There was no ventilator malfunction during the time of the incident.

Event description:
Manufacturer ref. #: (B)(4).